Event description:
The homepatient (hp) contacted a global technical service representative (gtsr) and reported a check heater line alarm during fill 1 using the homechoice system. The issue was reviewed over the phone with the gtsr, which revealed the hp had received a chek heater line alarm during fill 1. Afterwards, the hp ended the therapy, restarted a new therapy using the same supplies, bypassed the initial drain and advanced therapy into fill 1. The hp again received a check heater line alarm during fill 1 and this time contacted a gtsr for assistance. The gtsr instructed the hp to discontinue the current therapy and to start therapy over from the beginning using all new supplies. The hp indicated she is new to performing apd therapy with the homechoice system. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.